Manufacturer narrative:
H10: additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: corrected: h6 investigation conclusions by replacing code-4315 with code-50.

Event description:
Through implant patient registry, it was reported that 27mm 2700tfx aortic valve was explanted after an implant duration of four (4) years, six (6) months due to progressive elevated gradient (stenosis), insufficiency, mild pannus formation and perforation on one leaflet. The patient was presented with aorta aneurysm, prosthetic valve dysfunction, permanent atrial fibrillation and atrial dysrhythmia. The explanted valve was replaced with a 27mm 2700tfx valve with no complications. Hospitalization was extended due to fuo, small bowl obstruction, ileus. The patient tolerated the procedure well and was discharged to home on pod # 16. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. In this case, minimal information regarding patient was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. At this time, there is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Through implant patient registry, it was reported that 27mm 2700tfx aortic valve was explanted after an implant duration of 4 years, 6 months due to unknown reason. The explanted valve was replaced with a 27mm 2700tfx valve.